Event description:
It was reported the patient¿s ipg had an increased recharge burden. The ipg was subsequently explanted and replaced to address the issue on (B)(6) 2026.

Manufacturer narrative:
Date of event is estimated.